Manufacturer narrative:
(B)(4). Evaluation summary:analysis of the returned product analysis noted no blood visible and contrast on the coils. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The tip was tugged on to confirm that the core and shaping ribbon were intact. Analysis did not confirm the reported extra material on the tip as there was no extra material on the tip as reported. Analysis noted offset intermediate coils sporadically proximal to the center solder for a length of 1.2 cm and overlapping intermediate coils 7.5 cm proximal to the center solder for a length of .5 mm. These damages appear to be consistent with interaction with the lesion and other devices used in the procedure as there was no reported damage during inspection prior to use.analysis noted that the non-abbott balloon catheter and non-abbott stent delivery system were not returned which could have aided in the evaluation. Analysis confirmed the reported resistance with the balloon catheter and stent delivery system over the guide wire as the guide wire was used in an attempt to backload through a new balloon catheter and new stent delivery system; however, the guide wire would not advance part of the overlapping intermediate coils. The outer diameter of the solder joints of the guide wire were measured with a hole gauge and did not meet manufacturing criteria due to the hole gauge would not advance past the offset and overlapping intermediate coils. The outer diameter of the guide wire proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria.to ensure that damage to the wire that could cause resistance does not occur due to a product quality deficiency, manufacturing visually inspects 100% of the guide wire tips after loading into the dispenser, and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.the reported inability to position/retract the balloon catheter and stent delivery system over the guide wire is likely the result of the noted offset and overlapped intermediate coils and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for inability to position/retract with stent delivery system and balloon catheter and extra material on the guide wire tip for this specific lot. Manufacturing visually inspects 100% of the guide wire tip after loading into the dispenser, and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with no tortuosity and no calcification. A 3.0 x 18 non-abbott stent was advanced on the bmw guide wire; however, significant resistance was noted in the mid rca, with the guide wire, and the stent was removed. A non-abbott balloon was advanced to the lesion for dilatation over the same guide wire; however, resistance was again noted during advancement, and during removal of the balloon. Force was used to advance the same 3.0 x 18 non-abbott stent again, and the stent was implanted successfully. The stent system was removed from the patient, but significant resistance was noted during removal. The physician commented that the guide wire may have extra material on the tip, which contributed to the noted resistance. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all relevant information.